Manufacturer narrative:
H3 other text : the customer declined evaluation and repair.

Event description:
It was reported that the device requires repair/service. There was reportedly no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device requires service/repair. There was reportedly no patient involvement.